Manufacturer narrative:
(B)(4). B5 describe event or problem additional information. G3 date received by mfg additional information. G6 type of report updated/follow-up. H2 type of follow up additional information/correction. H6 codes: health effect impact code correction. H6 codes: health effect clinical code correction. H10 corrected data

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.. No injury or medical intervention was reported.